Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in a nursing facility and lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient received 2 inappropriate and 3 appropriate treatments from the lifevest. At 13:39:14, the patient received the first inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact. The post-shock rhythm was CPR/motion artifact with intermittent cardiac activity degrading to asystole. The rhythm then transitioned to an idioventricular rhythm at 70 bpm with CPR/motion artifact. At 13:41:17, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 130 bpm with CPR and motion artifact. The post-shock rhythm was vt at 130 bpm with CPR/motion artifact. The rhythm then transitioned to an idioventricular rhythm at70 bpm with CPR/motion artifact. At 13:42:55, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, the post-shock rhythm was an idioventricular rhythm at 90 bpm with CPR and motion artifact. At 13:47:40, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact. The post-shock rhythm was an idioventricular rhythm at 70 bpm with pvc's and CPR and motion artifact. At 13:50:00, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was af at 130 bpm with nsvt and CPR/motion artifact. The electrode belt was disconnected at 14:29:24, and it was reported that the patient passed away around 14:45. CPR/motion artifact contributed to the false detections.